Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his device had not worked properly since it was implanted. The patient noted that the device was still implanted in his body and his doctor tried to talk to him but he did not want to get involved and wanted to be done. The patient stated it was six years ago and he didn¿t care at all and would not want to do surgery again. No patient symptoms reported.